Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by no sound perception. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's device was not functioning. Surgery to explant the pt's device is to be scheduled.